Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became cracked. Customer stated the pump is carried in their pocket, and they may have sat on the pump or dropped it. In addition, it was reported that the customer received multiple cartridge alarms (cartridge alarm 19) during basal delivery and during the load process. Customer's blood glucose level was 89 mg/dl. A new cartridge was successfully loaded onto the pump. Customer reported they will continue to use the pump for insulin therapy.